Event description:
The event is reported as: "alleged issue: green adaptor had disconnected from the arm that holds it. Nurse found and removed the green adaptor found in the back of the mouth when she began oral care on a pt." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.